Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was checked for a pre-discharge exam and it was noted that there was a significant decrease in thresholds. The physician believed the lead to be dislodged and a chest x-ray was performed. The lead was explanted and once out of the body it was noted that the helix did not extend. The patient is doing well and will continue to be monitored.